Event description:
It was reported that, after a partial hip surgery had been performed on (B)(6) 2023, the patient suffered recurrent dislocations. This adverse event was treated by a revision surgery on (B)(6) 2023. While the sl-plus integr mia stem with ti/ha 1 remains, the oxinium fem hd 12/14 26 mm +0 and the tndm bp shl/xlpe lnr 42od 26id were exchanged to an all poly cup and another oxinium head. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the explanted devices: oxinium femoral head and tandem bipolar shell/xlpe liner. Therefore, no investigation is deemed for the sl-plus integr mia stem with ti/ha that remained implanted. The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the clinical root cause of the reported recurrent dislocations cannot be definitively concluded; however, the reported ¿secondary osteoarthritis¿ and possible complex acetabular rebuilding and alignment cannot be ruled out as contributing factors to the reported recurrent dislocations. The provided implant photos with the (competitor¿s) internal hip fixation device noted were reportedly shown for example, and the patient¿s x-ray images were reviewed and show possible acetabular radiolucencies and the competitor augmentation to support and rebuild the acetabular floor indicating some correction in the inclination and anteversion of the positioning of the acetabulum was required and insight in the complexity of the procedure. Reportedly, ¿the surgeon doesn't think products failure.¿ the patient impact is the reported ¿osteoarthritis due to lag screw cut-out,¿ recurrent dislocation and subsequent revision including the exchange of the oxinium femoral head, and the tandem bipolar shell/xlpe liner to an all-poly cup, a new oxinium head and kt-plate (competitor product). The patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. For the tandem bipolar shell/xlpe liner, a review of the instructions for use documents for endoprosthesis systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis; this has been identified in warnings section. For the oxinium femoral head, a review of the instructions for use documents for total hip systems revealed that dislocation has been identified in the warnings and precautions section as a result of improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shat of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming. A review of the risk management files for both devices revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy and/or condition, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11 ¿ corrected data b2- outcomes attributed to adverse event b5- describe event or problem d2a/d2b- product code, common device name.

Event description:
It was reported that, after a partial hip surgery had been performed on (B)(6) 2023, the patient suffered recurrent dislocations. This adverse event was treated by a revision surgery on (B)(6) 2023, in which the tndm bp shl/xlpe lnr 42od 26id was explanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).